Event description:
The customer stated that they had a 90 lb female non-aggressive pt with all four limbs restrained. The nursing staff went to check on the pt and one wrist restraint was open and the rivet that holds the locking buckle on the cuff was completely broken off. There was no pt or personnel incident or injury.

Manufacturer narrative:
Eval of the returned product found that the rivet that holds the lock on the leather strap on the lock is broken and the lock is no longer attached to the piece of leather; however, the lock is still intact and attached to the post. The lock has to be opened with a key. MFR references file (B)(4).